Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted an arc mark on the device case. Review of the memory log verified that the device shocked into a shorted lead causing the plasma fuse to activate (open). External shorting of the lead(s) to the device during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned with no reported product performance issues and no reported adverse patient effects.